Event description:
This ra lead was implanted on (B)(6) 2009 and remains_ implanted at this time. A call was placed to technical services on 8/28/2017 stating noise in this lead. Noise looks like possible myopotential. Ra lead have integrity issue or possible spring contact issue and may want to consider lead revision. The following physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).